Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a mildly flexuous and mildly tortuous heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). An asahi corsair pro xs microcatheter was retrogradely advanced to the lesion by way of septal collateral channels. Multiple guide wire exchnages were done without problem. When an attempt was made to retract the microcatheter on an asahi suoh 03 guide wire, the microcatheter got stuck. The corsair pro xs microcatheter was removed. At this point, the positioning of the suoh 03 guide wire was lost. As it was expected to take time to re-position the devices to the same location, the procedure was discontinued and a cto-pci retry procedure was planned. It was informed that the patient was discharged from the hospital. The corsair pro xs microcatheter that was concomitantly used in this same case is being reported in MFR report #: 3003775027-2026-00033.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Investigation result: device evaluation could not be performed because the affected device had not been returned yet. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: the cause of the reported event could not be identified as the subject device had not been yet returned to the manufacturer. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that stress generated with guide wire manipulation and/or catheter manipulation might have been locally applied to the distal segment of the suoh 03 guide wire and/or corsair pro xs microcatheter while the distal segments were caught by the cto or heavily calcified lesion. Consequently, the guide wire and/or micocatheter were/was deformed, causing the two devices to get stuck to each other. Although it was concluded that this event was not attributed to product quality, it was concluded that the disruption of subsequent medical procedure was a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Investigation result: the reported suoh 03 guide wire was found inserted into the corsair pro xs microcatheter when they were returned for investigation. The guide wire was coming out of the proximal end of the microcatheter for approximately 320mm. The two devices had been stuck to each other and the guide wire could not be removed from the microcatheter, which was found curved for approximately 60mm from the catheter tip. Microscopic observation found that the tip segment of the corsair pro xs microcatheter was swollen on its proximal segment and the middle segment was constricted. Part of the braids was coming out of the constricted tip surface. The very distal end of the tip was deformed in a trumpet-like shape, and the tip surface had relatively deep abrasion marks distal to the constriction. Observation under x-ray found that the tip of the suoh 03 guide wire was stuck at the interface between the tip and shaft segments. The braids of the corsair pro xs microcatheter were found disarranged likely due to accumulated rotational stress. Constriction was observed between the polymer-only segment and the polymer-and-braid tube segment. Microscopic observation of the shaft segment of the corsair pro xs microcatheter found that the shaft was curved with disarranged strands proximally from the interface between the tip and shaft segments. Observation under x-ray found that the outer coil of the suoh 03 guide wire was stretched and disarranged under the curved shaft of the corsair pro xs microcatheter. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter withdrawal manipulation might have been locally applied to the distal segment of the corsair pro xs microcatheter while its distal segment had been caught due to anatomical and lesion conditions. Consequently, the tip segment was twisted and the catheter lumen was reduced in size, causing the microcatheter and the guide wire to get stuck to each other. During withdrawal attempts, torsional stress and tensional stress were locally applied, causing the outer coil of the suoh 03 guide wire to be disarranged and stretched. Although it was concluded that this event was not attributed to product quality, it was concluded that the disruption of subsequent medical procedure was a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]. Removal difficulty of guide wire.